Manufacturer narrative:
Approximate age of device ¿ 3 years and 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2016, the patient had a pump exchange due to high lactate dehydrogenase levels and suspected pump thrombus. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the percutaneous lead (lead) cut approximately 11 inches from the pump housing and the severed portion of the lead was returned. Upon disassembly of the pump, examination of the proximal side of the outlet stator revealed a non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The deposition was not adhered to any of the surfaces. The lack of laminated layering suggests that the deposition did not form at this location. Although its origin and duration of time for which it was present in the pump could not be conclusively determined, the deposition showed no denaturation, and the lack of circumferential contact marks on the outlet bearing cup of the rotor, indicate that the deposition was not present for an extended period of time while the pump was operating. The remaining pump blood-contacting surfaces were free of any adhered thrombus or deposition. If it were present while the pump was operating, the deposition found in the pump could have potentially contributed to the report of elevated lactate dehydrogenase level. Examination of the pump¿s bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists hemolysis and thrombus as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.